Event description:
The complainant reported a 62 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. The pump stopped after approximately 10 days. Attempts were made to restart the pump, to no avail. The device was removed and the patient was pharmacologically supported.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure, which triggers the ¿purge pressure high¿ alarm message, could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the reported malfunction of pump stop has been completed since the original report was filed. The medical center returned the product for benchtop analysis. The returned pump was visually inspected and a foreign blue catheter was observed tangled in the cannula and pinched against the impeller. The root cause of the pump stop was an interaction with another device resulting in ingested blue catheter entraining the impeller. The failure modes will be monitored and trended.